Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported bleeding could not be conclusively established through this evaluation. It was reported that the patient experienced major bleeding and acute anemia. A blood transfusion was performed and the issue reportedly resolved. The patient remained ongoing on heartmate 3 lvas, serial number (B)(4) until they expired on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 26sep2017. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced bleeding and acute anemia. The patient was treated with blood transfusion. The event resolved on (B)(6) 2018.